Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was unable to be returned.

Event description:
It was reported by the company representative that while using the locking screw (#50-20505) with the mini plate (#55-10505), a sliver of the plate was shaved off while the surgeon was engaging the screw. He noted that it was not locking (catching) properly. The sliver is not available to return, and the plate was left implanted in the patient. No other information is available at this time.